Event description:
The MFR received info from a third party service center alleging a ventilator was alarming and would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The ventilator's system board, power management board, internal battery, and active exhalation control module were replaced to address these issues.